Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were supposed to have a MRI but can't have a MRI because the hcp "did not put the right wires in me". Patient found out when they went to get a MRI this month in (B)(6) 2025. Patient mentioned their current hcp no longer do the scs. Patient then mentioned they were referred to a different hcp but was having trouble getting in contact with them. Patient mentioned they were trying to get in contact with the hcp about the replacement of their implant. Agent reviewed role of pats, role of mdt rep and as a courtesy agent sent an email to notify the field. Agent emailed patient physician listings. Agent redirected patient to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced pain due to a non-functioning implantable neurostimulator, which was identified as a pain stimulation implantable pulse generator (ipg). The patient was unable to sleep at night due to the pain and reported that the device only charged halfway. There was a suspicion of movement of the implantable neurostimulator, and the patient was unable to get up due to the pain. Additionally, the patient experienced noise in the ear after a healthcare professional adjusted the implantable neurostimulator. The patient mentioned that the device had been malfunctioning for a long time and expressed frustration over the lack of resolution. The patient declined troubleshooting assistance and was advised to contact their healthcare provider for further evaluation.